Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer mentioned that she has been having repeated no delivery alarms. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. No high pressure test was performed, as the customer asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.